Event description:
It was reported that the first 4.0x16 mm graftmaster stent was implanted to treat a perforation located in the saphenous vein graft to the right coronary artery. The perforation was not completely sealed; therefore, the second 4.0x16 mm graftmaster stent was implanted. The sealing of the perforation with the graftmaster stents was reported to be incomplete; however, the perforation was maximally improved. There was no report of additional treatment of the perforation. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. A follow-up will be submitted with all relevant information. The additional graftmaster referenced is being filed under a separate medwatch report.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.